Event description:
The compact compressor would shut itself off while on a pt. Ventilator was taken off the pt, an ambu bag was used for ventilation and the ventilator was swapped out. The compressor was taken to the bio-med. Dept.